Event description:
Customer reported an issue with high blood glucose levels, which were displayed as "high" without a specific value. Customer took corrective action by administering a correction bolus via the pump and received assistance from technical support in updating basal rate settings. Additionally, customer was advised to consult with their healthcare provider whenever settings are adjusted, which they acknowledged and understood.